Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not responsive to brand new battery. Customer stated the insulin pump had lost settings during battery change, rewinds take longer and received no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.